Event description:
The dental implant fx3610swc was removed on (B)(6) 2019 due to failure to osseointegrate 28 days after implantation. The patient has history of hypertension and diabetes. The doctor noted periodontal disease during explantation. The patient has recovered without complications.